Event description:
It was reported that during a lap low anterior resection procedure while firing, the cartridge got stuck and fired partially. No adverse patient consequences reported. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). Premature sled movement. Additional information was requested and the following was obtained: was the cut line and staple line equal in length? No. Were the staples in the proper b form shape? No. On what tissue type was the device used? At what location on the tissue? Start of rectum and end of sigmoid colon. On which firing(s) did this event occur (1st, 2nd, 12th, etc.) 1st. During which stroke did the event occur? 1st. What other color cartridges were used before and after this event? After -gold. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Yes-it just stuck after 1st firing and 1st stroke. Is there any other additional information you would like to share about this device or procedure? No. What were the patients pre-existing conditions? Patient is absolutely fine. Does the patient have any relevant history of surgical treatments? If so, what? No. The analysis results showed that one reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.